Event description:
The pt reportedly experienced intermittencies and loss of sound. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery is being considered.